Event description:
It was reported that during routine check, the battery was not holding the charge in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was assigned to investigate the reported issue. The stm called the customer's biomed and ask him to check the power supply switch on the back of the pump. It was found that someone had turned the switch off and it caused the battery not to charge. The stm then asked the biomed to allow the batteries to fully charge. Subsequently, biomed let the iabp run on battery to make sure that it had sufficient battery run time capacity. It was found to be within specification. The iabp was released for clinical use.

Event description:
It was reported that during routine check, the battery was not holding the charge in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.